Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted. The sam 500p passed ¿out qat¿ from heartsine technologies on the 8th february 2016. During the investigation, the device was found to be giving incorrect adult patient prompts with a pedi-pak installed, this would confirm the reported fault. The measurements taken would indicate a failure of the reed switch (sw1). The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. The operation of the reed switch was tested as part of the final unit test specification, h017-014-204, at heartsine on the 8th february 2016. Therefore, it is concluded the reed switch failed after despatch from heartsine. In the absence of a functioning paediatric system, general advice is to administer adult level shocks to a paediatric patient. The device was still capable of delivering therapy as demonstrated during the course of the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
500p gives adult patient prompt with child pad-pak inserted. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The 500p gives adult patient prompt with child pad-pak inserted. There was no patient involved in this event.